Event description:
On (B)(6) 2025, gore was notified of an incident involving two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on (B)(6) 2025, a branched endovascular aneurysm repair (bevar) procedure requiring coeliac artery stenting was attempted on a patient with unknown demographics using a 13 mm vsx device. The device was introduced through a 10 fr flexor® introducer sheath (cook medical), however the vsx device reportedly could not be advanced through the sheath. Resistance was reportedly felt and finally when tracked to the target vessel, the deployment string could not be pulled, and only could see 1-2mm being deployed. The vsx device was subsequently removed. A second 13 mm vsx device was attempted with a 12 fr flexor® introducer sheath but reportedly deployment issue was encountered. According to the report, despite pulling on the deployment cord the vsx device bent back on itself and they halted. The physician reportedly tried to pulled the whole system back and readvanced but they experienced the same bending on deployment cord pulling. The vsx device was reportedly removed from the patient without issue and attempted a small amount of deployment on the bench which seemed normal and fine. However, they didn¿t want to attempt a deployment again within the patient. No patient harm has been reported.

Manufacturer narrative:
Section h6 health effect - impact code f28: "f31" "cancelled/aborted treatment/therapy" was meant to be added above under annex f, but as f31 was not available in our complaint management system yet, f28 was chosen for this entry. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation findings and conclusion: the primary reported complaint, concerning inability to deploy (i.e., bowstringing), could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the complaint could not be established with the available information.

Event description:
On (B)(6) 2025, gore was notified of an incident involving two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on the same date, a branched endovascular aneurysm repair (bevar) procedure requiring coeliac artery stenting was attempted on a patient with unknown demographics. However, the two vsx devices allegedly failed to deploy during the procedure. One vsx device reportedly failed to deploy while another vsx device became stuck and buckled in sheath during deployment. No additional details, such as the patient impact, were provided at the time of notification. Further information has been requested.

Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. Further investigation is being conducted and will be included in the final report. The device return to gore is currently being arranged. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.